Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: on investigation, the pump powered on with a functioning display screen. Investigation did not duplicate the alleged blank display complaint. The display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.